Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure, the aquabeam handpiece waterjet did not appear to penetrate through the prostatic tissue even though the handpiece was primed at 100% power level through three (3) treatment passes. The treating physician proceeded to use a loop to complete adequate resection. No adverse health consequences with the patient were reported due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was returned for investigation of this complaint. The aquabeam robotic system's log files plotted a decreasing hppsi at 100% pump power confirming the reported event of the handpiece failing to aquablate prostatic tissue as the performance of the device degraded. Visual inspection observed debris obstructing the jet orifice under magnification. Functional testing confirmed the reported failure mode on the handpiece as it failed to aquablate tissue from the inadequate jetting. Additional analysis attempted to extract the debris lodged beneath the jewel but was lost due to the destructive nature of the extraction. A review of the device history record (DHR) for aquabeam robotic system / serial number: (B)(6) and the aquabeam handpiece / lot number: 21c00527r1 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of similar complaints for a 12-month period confirmed no other similar events reported to procept. The aquabeam robotic system user manual (um), um0101-00, was reviewed and states the following: section 5.4 precautions: aquabeam handpiece setup inspect the aquabeam handpiece to ensure packaging integrity. Do not use the aquabeam handpiece if packaging integrity is compromised. Non-sterile product may result in urinary tract infection or other complications. Ensure the aquabeam handpiece cartridge is properly engaged with the console prior to the beginning of the procedure. An incomplete engagement may result in user or patient injury, or an inability for the aquabeam robotic system to properly resect tissue. Ensure the aquabeam handpiece is completely primed prior to use. Failure to do so may result in unintentional resection of prostatic tissue resulting in patient injury. The reported event was confirmed during in-house investigation; however, the root cause was unable to be established as the observed debris was lost during extraction attempts due to the destructive nature of the extraction. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.